Manufacturer narrative:
Batch review performed on 12 june 2024: lot 1909756: (B)(4) items manufactured and released on 12-march-2020. Expiration date: 2025-03-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two other similar reported events during the period of review. Additional device involved batch review performed on 12 june 2024: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot 2111802: (B)(4) items manufactured and released on 14-sep-2021. Expiration date: 2026-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two other similar reported events during the period of review.

Event description:
At about 2 years 4 months after the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.